Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/02/2017 with the following findings: a review of the black box showed no power on reset events. No damage was found to the returned battery cap or the battery compartment. The returned battery cap was able to securely tighten to the pump with no visible yellow o ring. The pump powered on to the verify screen with auditory and vibratory features. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours with the returned battery cap and no power on reset events were duplicated. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. The complaint of no power was unable to be duplicated.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia with blood glucose while on insulin pump therapy measuring 357 mg/dl with polydipsia. This combination of blood glucose level and symptoms does not meet animas¿ criteria for a reportable adverse event; no adverse event is being reported. The reporter alleged a power (no power) issue with the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.